Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s hospitalization for stroke with subsequent development of peritonitis. There is no allegation or objective evidence that the stroke occurred during a pd treatment or was related to fresenius products. Furthermore, peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that a patient just got out of the hospital on (B)(6) due to peritonitis. The patient contact stated she took the patient to the hospital due to 'seizure like' symptoms. While in the car, the patient kept going out of consciousness on the way to the emergency room (ER). The patient contact stated the patient had a mini stroke and was diagnosed with peritonitis. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was initially hospitalized with symptoms of unconsciousness and stroke. The nurse confirmed that the symptoms of the stroke did not occur during a pd treatment. The nurse could not identify the etiology for the stroke. However, it was stated that the event was not related to dialysis. Incidentally, while hospitalized the patient developed peritonitis. The nurse reported that the patient had a pd culture obtained (in the hospital) which grew bacteria pseudomonas (species not provided). The patient was initiated on intra-peritoneal (ip) antibiotic therapy utilizing cefepime (dose not provided). The patient was subsequently discharged from the hospital (date unknown) and continues pd with the same cycler. The nurse could not identify the exact cause of the peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed signs of touch screen misalignment (physical damage). Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that a patient just got out of the hospital on (B)(6) due to peritonitis. The patient contact stated she took the patient to the hospital due to 'seizure like' symptoms. While in the car, the patient kept going out of consciousness on the way to the emergency room (ER). The patient contact stated the patient had a mini stroke and was diagnosed with peritonitis. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was initially hospitalized with symptoms of unconsciousness and stroke. The nurse confirmed that the symptoms of the stroke did not occur during a pd treatment. The nurse could not identify the etiology for the stroke. However, it was stated that the event was not related to dialysis. Incidentally, while hospitalized the patient developed peritonitis. The nurse reported that the patient had a pd culture obtained (in the hospital) which grew bacteria pseudomonas (species not provided). The patient was initiated on intra-peritoneal (ip) antibiotic therapy utilizing cefepime (dose not provided). The patient was subsequently discharged from the hospital (date unknown) and continues pd with the same cycler. The nurse could not identify the exact cause of the peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.